Event description:
Medtronic is investigating the efficacy of the motion detection feature in the device. This device feature was intended to prevent giving inappropriate shocks to pts not in a shockable arrythmia. If the pt is moving, or is being moved by a rescurer, hte ECG may contain artifact, which could cause the rhythm analysis feature to reach an incorrect shock decision. The motion detection feature delays rhythm analysis while there is excessive motion, thereby reducing the chance of an inappropriate shock. Pt events have been reported where this feature delayed an appropriate shock advised decision by the device due to agonal breathing triggering the motion alarm.

Manufacturer narrative:
Medtronic continues to investigate the reported issue.